Event description:
A malfunction alarm was reported with no preceding notable events. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Technical support advised the customer to continue using the pump and to contact them if any issues arise again.